Manufacturer narrative:
The device was returned and analyzed. A visual examination found a fracture along the lead body, exposing the inner wire. The root cause of the failure could not be determined. The manufacturing records were reviewed and no nonconformities were found related to the nature of the complaint.

Event description:
It was reported to nevro that the patient had a revision procedure, during which the device was replaced. The procedure was completed successfully and the patient is currently using the device with effective pain relief. A visual examination of the returned device found a fracture along the lead body, exposing the inner wire.